Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via log file analysis. A review of the submitted log file contained data spanning approximately 37 days ((B)(6) 20222 ¿ (B)(6) 2022 per timestamp). On (B)(6) 2022 from 8:46:56 ¿ 8:46:57, while connected to the mobile power unit, the no external power alarm activated due both white and black lead voltages diminishing from ~12.6 v to ~3.5 v. This was consistent with a loss of ac power. The backup battery was able to provide power to the system during this event. The alarm did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The heartmate mobile power unit (mpu) (s/n: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event cannot be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional review of the log files revealed that the no external power event occurred while the patient was on their mobile power unit (mpu).